Event description:
Product type: nissen. According to the reporter: the needle was unable to pass from one end to the other. There was no attempt to unload. There was no visual evidence that needle had broke. The patient was discharged home safely. There was no tissue damage or patient injury reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. Another device opened and was used on the field.

Manufacturer narrative:
(B)(4).